Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and clips were used. Before used on the patient, it was noted that the packaging was damaged with one hole. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 6/10/2020 . Corrected information: b1, h1 ¿ it was determined that ethicon does not have FDA reporting responsibility for this product. Therefore, this medwatch report is being voided.